Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for hemostasis of a dieulafoy lesion on (B)(6), 2012. According to the complainant, during the procedure, in the duodenum near the ampulla, the physician successfully deployed two resolution clips however; this did not resolve the bleeding. The physician then used an injection gold probe device however; the needle would not extend. Reportedly, once the device was removed, outside of the patient, several attempts were made to advance the needle. The needle finally advanced out however; the needle would not retract. In addition, the cautery would not function properly. The procedure was completed using another injection gold probe along with the original generator/equipment. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for hemostasis of a deoulifoy lesion on (B)(6) 2012. According to the complainant, during the procedure, in the duodenum near the ampulla, the physician successfully deployed two resolution clips however; this did not resolve the bleeding. The physician then used an injection gold probe device however; the needle would not extend. Reportedly, once the device was removed, outside of the patient, several attempts were made to advance the needle. The needle finally advanced out however; the needle would not retract. In addition, the cautery would not function properly. The procedure was completed using another injection gold probe along with the original generator/equipment. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with kinks approximately 140cm and 143cm from the distal ceramic tip. Functionally, when the handle was actuated, the needle failed to both extend and retract. An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed both tests. The catheter was dissected and the hypotube was found to be fractured at the kink side, which inhibited the needle's movement. Additionally, one of the wires was found to be broken in the same location (likely due to operational context). The condition of the returned incident device was consistent with the complaint that needle failed to retract. The evaluation attributed the retraction issues to the fractured hypotube. The fracture likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.